Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no physical damage present on the device. Multiple "no disposable" alarm messages were found in the event history log. The reported issue was not verified during investigation. No alarms were activated upon power up.

Manufacturer narrative:
Reservoir, cassette. Lot #: 17x711. Part number: 21-7302-24. (B)(6).

Event description:
Information was received indicating that a "no disposable, pump won't run" alarm occurred to a smiths medical cadd-legacy® plus pump. The pump was then powered off and attempted to use the pump but the alarm could not be canceled. The patient took the pump out of service and continued therapy with backup pump. It was noted that the cassette attached to the pump was functioning with no problem. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation - the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. One used device was returned for evaluation. During testing the returned device was found to operate as per specifications with no pump alarms activated. The investigation could not establish the cause of reported issue as no problems were identified.